Event description:
(B)(6) 2013 8:56 am provider forwarded an email from the end user. Recently on occasion, the mpj joystick on my storm arrow power wheelchair goes "dead". The display is lit up and in drive, and when you push the joystick the display at the bottom changes from "ready to drive" to "driving" but nothing happens. The only way to recover is to turn off the wheelchair and power it back up. This also happen once when I was actually moving. The chair just stopped dead and I had to power cycle to get it going again. Have you heard of this problem or seen it happen in any other chairs? Right now it is just an inconvenience but I am afraid it could progress to a dangerous condition. What do you think? If there's a fix, ID certainly like to pursue it quickly as possible.